Manufacturer narrative:
The returned device was evaluated and the investigation found damage to many parts of the returned device. The distal tip of the soft cannula was torn off, so the reported event could not be determined. No other bends or kinks were identified. Significant exterior damage was present to the top and bottom housing as well as the adhesive pad. Underneath of the cracked top housing, the reservoir was dented with multiple cracks. The microprocessor on the pcb was not attached when the device was opened, so the data was unable to be downloaded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood sugar level rose above 20 mmol/l (360 mg/dl). The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia by applying a new pod and delivering a bolus. The pod was worn between 36 and 48 hours.